Event description:
The customer reported that the patient leads were not being shown on the screen. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.